Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent an unrelated procedure and did not set their ipg to surgery mode. As a result, the ipg was unable to communicate with external devices. Surgical intervention occurred on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Exact date of event is unknown.